Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt is currently hospitalized for a non scs therapy reason and currently has covid. Pt reported that their ins "isn't working right", but is able to charge their implant. Pt stated that device is not working and "is not taking the juice" pt mentioned that beginning on (B)(6) 2023 that when stimulation was on, it would work for a short while and then stop. Pt has pain in their jaw, is not experiencing therapeutic relief, and the implant battery is not depleting at its usual rate. Pt usually turns on stimulation by pressing the therapy on/off button, but despite turning stimulation on is not receiving therapeutic relief. Pt stated that their intensity was set to 19.4 and could not feel stimulation despite stimulation being turned on. Agent guided pt to unlock controller, turn therapy on, and then attempt to begin a charging session. Pt was able to start charging session and began to have excellent recharge quality. Pt's implant was at 70% and controller was at 80%. Agent reviewed that device was working as intended based on what the controller screen is displaying. Agent confirmed that pt did not have fall or trauma. Agent reviewed device function and consult with hcp office for next step. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.